Manufacturer narrative:
Device was evaluated by a 3rd party repair vendor and was found to have a short circuit. Device was repaired and returned to the customer.

Event description:
System boots and functions properly but integrated ultrasound failed to detect the vbmc plane of the t2000 cavity probe. Unable to complete the case.